Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the stimulation changing on its own was unknown, but that the stimulation was reprogrammed and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they don't think the controller is working properly. It was clarified that they thought the controller was changing stimulation intensity on its own. It was stated that the patient would adjust stimulation to around 12 and 1-5 minutes later the patient reported the intensity decreased to 1 and she could barely feel stimulation. When the stimulation goes away the pain returns and the issue occurs on both group a and group b. The consumer tried using aa batteries instead of the battery pack but the issue did not resolve. Troubleshooting reviewed controller education and programming consideration. It was confirmed that the patient had not had any falls or traumas and the consumer noted that the patient was mostly immobile in a wheelchair and would use a walker to get to the restroom. It was noted that the patient had not used the controller to make adjustments to stimulation and it was unknown if adaptive stimulation or cycling was enabled. It was confirmed that the patient did not change positions when the change in stimulation was experienced. The indication for use was spinal pain.